Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image did not function normally due to the failure of the cable. However, a specific cause for the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not working in either of the processor, the image did not appear on the screen. The issue found during maintenance. There is no patient involvement associated on this reported event. No harm was reported, no user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Visual inspection noted the camera was in good condition externally. Water leakage test was performed and failed due to a split on the camera cable. Functional test performed and found there was no camera image present when connected to the processor, fault found to be due to faulty camera cable. A known good camera cable was used/fitted on the device and once completed, camera passed all functional test. Based on evaluation findings, the reported issue of" no camera image when connected to processor" was confirmed. The issue found to be due to faulty camera cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.